Event description:
A report was received that stated the pump alarmed "check clutch" during initial testing. There was no patient involvement.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).